Event description:
Right capsular contracture, baker grade 3.

Manufacturer narrative:
Sientra complaint#: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Tiger aesthetics medical complaint#: (B)(4). Additional information: d6b, g3, g6, h2, h3, h6, h10. Tiger aesthetics medical was not able to perform a device evaluation as the device was discarded by the customer. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. B5, b7.

Event description:
Right capsular contracture, baker grade 4, implant exposed, and infection, right-side.

Manufacturer narrative:
Correction: b5

Event description:
Right capsular contracture, baker grade 4.